Manufacturer narrative:
Reliability analysis unable to confirm needle complaint due to customer return only sensor.

Event description:
Customer reports to have problems with sensor. Customer reports that one sensor fell off upon insertion and the other fell apart before insertion. Customer's blood glucose was 132 mg/dl. Customer was advised that sensors would be replaced. No further information provided.